Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was headed back to the clinic to have spinal cord stimulation (scs) system removed. It was noted that the patient's "trial for the scs [was] done"and the patient was waiting for follow up from the clinic and manufacturer to "get this fixed." There were no reported patient symptoms. No outcome was reported for this event. Further follow up was conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not feeling good that day. They were going to take a nap the following day, as they were not feeling better and needed more medication. The patient could not take this pain, all they were doing was crying, and it hurt so bad, the patient could barely move or sit. The patient was tired of this. If additional information becomes available, a follow up report will be sent.